Event description:
The customer was hospitalized from (B)(6) 2013 through (B)(6) 2013. He was diagnosed with diabetic ketoacidosis upon arrival at the hospital. Treatment provided was intravenous insulin an IV fluids. The customer stated that he was trying to use tape to secure pod to skin and the tape blocked off the flow of insulin. The customer did not notice because he was working outside and was sweating. He realized that he had high blood glucose levels and reverted to using injections, however, he could not get his blood glucose level under control so went to the hospital.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided.